Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that, patient faced issue of infusion set leakage on (B)(6) 2024. The set had been in use for 3 days before it leaked from the area near reservoir. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.